Event description:
I am a type 1 diabetic. Driving home after work I lost consciousness. Emergency personnel were called and took me by ambulance to (B)(6) hospital in (B)(6). Before I left work I had my normal afternoon snack of peanut butter crackers. I use a medtronic insulin pump to administer my insulin and a enlite continuous glucose monitor. In the morning before work I changed my continous glucose monitor sensor and infusion set. Emergency personnel tested my blood glucose at the scene and it tested low which indicated to them it was below 20.